Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the cloudy effluent was unknown. The patient was not hospitalized for the event. The patient was treated with cetirizine (dose, route, frequency, and duration not reported) for cloudy effluent. Action taken with physioneal therapy and patient's recovery status were not reported. No additional information is available.